Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to mesh erosion, pelvic/vaginal pain, dyspareunia, irritation of the anterior vaginal wall and chronic inflammation. The patient underwent the concurrent procedures of periurethral exploration, removal of granulation tissue, cystoscopy and ureteric catheterization during mesh removal. (B)(4) - urinary problems; bowel problems; undefined recurrence; dyspareunia.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, vaginal discharge and retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia, hesitancy, urinary urgency, vaginitis, stricture, irritation and urinary tract infection.